Event description:
Pump set at 60 cc/hr. When i.v. Started. Approx. One hr later, pump alarmed with "air" message and bag was empty. Door discovered to be broken. Pump does not alarm for free flow of fluid.